Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. Upon investigation the battery pack was unable to charger. The root cause for the non-functional battery pack could not be positively identified but was likely defective battery celss. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing, battery pack sn (B)(4) was unable to charge. The last pt to use this battery pack did not report any deficiencies.